Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low blood glucose value was 28 mg/dl and had a diabetic coma at the time of the incident. The customer was hospitalized on (B)(6) 2017 and an ems was dispatched. The customer treated their low blood glucose value with sugar water. The customer stated they hanged the battery and it seems like as though their battery gets real low and they've changed the battery twice. The customer stated they think they needed to get a replacement insulin pump. The customer stated they were involved in a car accident while they were wearing the insulin pump 3-5 years prior. Troubleshooting was performed and the customer stated they did not believe the insulin pump was under-delivering insulin. Nothing will be replaced or returned.